Event description:
Pt reported inadequate weight loss and an alleged leak from the lap-band port. During an adjustment appointment the physician noted that the pt had lost two cc's of fluid from the lap-band sys. The pt had also experienced weight gain. No add'l info was provided concerning the removal of the device.

Manufacturer narrative:
(B)(4). The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Inadequate weight loss is a physiological event and analysis of the device generally does not assist allergan in determining a probable cause for inadequate weight loss. Allergan does not guarantee that every pt will achieve desired weight loss. Further info from the reporter regarding the serial number and the explant date has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the possible outcome of inadequate weight loss as follows: "seventy-five subjects had their entire lap-band sys explanted. Insufficient weight loss was also reported as a contributor to the decision to explant in 24 of the 75 explants (32%). ((B)(4))."